Event description:
The customer reported being hospitalized due to high blood glucose of 598mg/dl. The customer stated that she was unconscious, and she was wearing the insulin pump at the time she went to the hospital, but she has not been connected to the device since (B)(6) 2012. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.